Event description:
An optometrist reported two pts who experienced diffuse corneal infiltrates and red eyes following the use of this product and silicone hydrogel contact lenses. He reported he treated the pts with an antibiotic and their symptoms are resolving. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval or root cause can be conducted at this time. No root cause could be determined. Add'l info was requested via e-mail on 12/08/2010 and 01/04/2011; via phone on 12/08/2010 and 12/23/2010. (B)(4).